Event description:
This device case, which does not involve an adverse event, reported by a physician, who contacted the company with a product complaint, concerns a female pt of unk age and origin. The pt was taking an unspecified medication for treatment of an unk indication. In (B) (6) 2008, the humapen ergo clear/burgundy pen body (lot 0309a02) with a clear cartridge holder attached was reported to have a jammed plunger and two engagement tabs broken. (B) (4). The operator of the device was unknown and it was unk if the operator of the device was trained. It was unknown how long the pt had used this device model. The device was returned to the company on 30-dec-2008. Initial examination found two broken engagement tabs. It was unk if this humapen ergo clear/burgundy pen body with a clear cartridge holder attached was continued. Refer to results/conclusions section. Edit on 09-jan-2009: upon internal review corrected initial receipt date and updated cirm description in narrative. Coded the event and routed case to work in progress. Update 12-jan-2009: upon internal review, I have added follow up dates the same as initial dates and marked significant for device. Update 15-jan-2009; additional info received 13-jan-2009; added lss summary to qc into tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button; and added "refer to results/conclusions section" to narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This report includes final evaluation findings. No additional info is expected. The reporter return the device to the (B) (4). The complaint narrative clearly states that both clear cartridge holder engagement tabs were broken (lot 0309a02, manufactured september 2003). Because of shipping / customs issues, the device was not received by the MFR for investigation; consequently the MFR cannot confirm the reporter's complaint. This reportable malfunction may result in an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holders tabs are broken. Do not use pen if any part of your pen appears broken or damaged. Contact lilly or your healthcare professional." No further corrective actions are planned as the device manufacturing was discontinued on december 2006. Evidence of improper use or storage: the user did not report improper use or storage.